Manufacturer narrative:
Update 7/19/2016; tandem technical support made multiple follow up attempts to the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alert or alarm. The healthcare provider identified an incomplete bolus alert, however no specific alarms were identified. There was no reported impact to the customer's blood glucose level. No further information was provided.